Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid concentration and dose unknown. The indications for use were noted as failed back surgery syndrome and spinal pain. On (B)(6) 2015 the patient had a fall at work and was now complaining of "zapping" in pocket area, low level sensation after fall and also nausea and vomiting. It was unknown what led to the event and there was no troubleshooting or diagnostics performed. The patient had an appointment on (B)(6) 2015 and the logs were to be read. On (B)(6) 2015 it was reported that the registered nurse (rn) did not read the pump logs and it was unknown if the zapping sensation, nausea or vomiting had been resolved.